Event description:
It was reported that the device experienced a power on reset. The device was reprogrammed to its previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The primary save to disk finding noted device status monitoring observed device electrical reset with full reset of power on reset (por) parameters. One por for write to locked ram, addr = 0ed9, data=20 on (B)(6) 2013. One patient alert for por on (B)(6) jan-2013. (B)(4).